Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a dorsal height adjuster broke off while adjusting the position of a screw during surgery. The tip was removed and an alternative screwdriver was used to complete the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
Additional information: (method, results, conclusions) - the returned dorsal height adjuster was evaluated. Visual inspection confirmed that the tip is twisted in a clockwise direction and fractured . A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage. Based on the clockwise direction of the observed deformation, it is likely that the dorsal height adjuster was being used to drive a screw into the bone. It should be noted that the dorsal height adjuster is intended for minor manipulation of the screw height.

Event description:
It was reported that the tip of a dorsal height adjuster broke off while adjusting the position of a screw during surgery. The tip was removed and an alternative screwdriver was used to complete the procedure. There were no reported patient impacts associated with this event.